Event description:
The patient said the ok button was sticking and that he needed to press hard in order for the button to activate desired pump functions. He said the up and down arrow buttons seemed to be functioning properly. The patient noticed the problem 2-3 months prior to contacting animas. The patient denies cleaning the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the keypad buttons were intermittently activating pump functions when pressed. Multiple button presses were required before the buttons will engage. The buttons do not spring back or click normally. Contamination was found under the keypad button contacts. Unrelated to the complaint, the display screen was dim and could not be fully illuminated. The vibration motor also failed during investigation and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.